Manufacturer narrative:
Method, results, conclusions - still under investigation. Evaluation: still under investigation.

Event description:
A male underwent aaa repair in 2007, for aneurysm formation in the right common iliac artery with narrow terminal aorta and access routes. Pre-operative planning included use of a converter and occluder. A left side approach was used and a femoral-femoral bypass was conducted. Placement of an occluder in the right common iliac could not inhibit blood flow into the aneurysm. An additional occluder could not achieve total inhibition of blood flow, external iliac artery was embolized with coils. The main body graft also had an endoleak (refer to 1820334-2007-00341) but was resolved by placing another manufacturer's stent. Physician commented that the right common iliac was lined with thrombi.